Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that during implant of this system, pacing impedance measurements on the atrial channel were greater than 2000 ohms utilizing the pacing system analyzer (psa). No damage to the lead was revealed through x-ray or fluoroscopy. The lead was not successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted tissue entwined in the helix mechanism. Resistance and pressure testing was performed which confirmed the electrical resistance and insulation integrity of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.